Event description:
It was reported that intermittently, the table notion on the 2800 system would not work and a table communication error would be displayed, on the table tower. It was noted that problem would happen at first boot up, otherwise the system is fully functional. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to replace the e-stop and the hand control. Identified components were replaced. The system was tested and found to be working as intended and placed back into service.